Manufacturer narrative:
The insulin pump had unresponsive button due to corroded keypad trace. No button error alarms occurred.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and buttons were unresponsive. The customer's blood glucose was unknown at the time of incident. The insulin pump was returned for analysis.